Event description:
During baxter's functionality testing it was found that the serial number in a spectrum pump did not match the number on the label. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The processor printed circuit board (pcb) removed from pump sn (B)(4)was installed originally in pump sn (B)(4). The input/output printed circuit board (I/o pcb) was found to not belong to either pump sn (B)(4) or (B)(4). This is an indication that the processor pcb and I/o pcb are not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device has been returned from service.